Event description:
The registered nurse reported that the pt had the catheter inserted on 1999. Pt went to dialysis, during dialysis blood spurted through the pt's incision. The pt was brought back to surgery on 1999 and a pinhole was noted in catheter. The catheter was removed and another brand of catheter inserted. Pt lost in excess of 100cc of blood.